Event description:
It was reported that the programmer powered up to a "system test failure" error. Cycling the power did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that it powered up to an error, however the xy board was replaced as a preventive. Analysis did find that there were broken tabs on the power cord bay door, that there were missing hinge plate screws, that the cable was starting to separate from the connector, tha the stylus was intermittent and then fell apart with little pressure and that the system fan was intermittently noisy. All found defective and missing parts were replaced. Product ID: 229047 software analyzer. (B)(4).